Event description:
The customer reported a thyroid-stimulating hormone (tsh) reagent pack was loaded onto the analyzer without scanning involving access 2 immunoassay system. The customer realized this error and immediately contacted beckman coulter, inc. Customer technical support (cts) for assistance. Cts guided the customer through removing the reagent pack and properly load it onto the analyzer. The customer verified all reagents within the access software matched the reagents on the carousel. No patient results were generated. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance, and the issue was resolved through troubleshooting with customer technical support (cts) via the telephone. (B)(4).